Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the defibrillator failed to discharge while in use on a pt. There was no impact to the involved pt.